Event description:
During an atrial fibrillation ablation procedure using a brk transseptal needle, a cardiac perforation occurred during the transseptal puncture. A pericardiocentesis was performed, which stabilized the patient. Further info has been requested and not yet rec'd.